Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Follow up call was done to the customer in regards to both low and high blood glucose hospitalization events. First event occurred while customer was at the store when her blood glucose lowered. She passed out and awoke in the ambulance and she heard the paramedics stated she had coded twice on the way to the hospital. In march beginning of april customer went into diabetic ketoacidosis and was placed in a induced coma for 72 hours. Customer stated the insulin pump had stopped delivering insulin but it never displayed a black circle. Customer declined troubleshooting assistance. She also stated the belt clip on the insulin pump was broken by the paramedics as they were trying to remove the device. Three attempts were made to customer to gather further information in regards to the hospitalizations. The device is not returning for further analysis.